Event description:
It was reported that the patient experienced slow ventricular tachycardia and palpitations. An x-ray was performed, and the right atrial lead was found to be dislodged. The physician had adjusted sensing due to the patient had received inappropriate anti-tachycardia pacing (atp). Subsequently, the patient was headed to another hospital. Currently, the lead remains in service.